Manufacturer narrative:
Patient is an infant. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that syringe module alarmed for ¿syringe empty¿ when 0.6 ml remained in a 3 ml syringe. No patient harm was reported.